Event description:
Information was received indicating that during use of this smiths medical cadd prizm vip pump, the pump exhibited two-tone alarm with yellow light flashing and nothing on screen. No patient injury reported.